Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence of the driveline cable provided by the site revealed discoloration of the driveline sheath, confirming the reported event. Based on historical review of similar events, the most likely root cause of driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted tinted appearance of driveline outer sheath. Patient is known to use tanning beds. The device remains in use. No patient complications have been reported as a result of this event.